Event description:
It was reported that during setup, the device was missing segments in the pulse (blip) bar. There is no patient involvement or harm reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4). Verified customer complaint that unit display was missing segments in the pulse (blip) bar. The unit was disassembled and the display flex cable was reseated. The device then passed all tests.